Event description:
I purchased reli-on 31 gauge 6mm 100 unit insulin syringes at (B)(6). I purchased one two weeks ago in one today. In both boxes, at least 50% of the needles were defective. Rather than sliding in, they ripped the skin and caught on every layer of tissue. Both were from lot number 9350454. I've used these for years without receiving a similar defective product. I'm contacting (B)(6) pharmacy to ask that they be removed from the pharmacy shelves when they open tomorrow. FDA safety report ID #: (B)(4).